Manufacturer narrative:
The reported condition cannot be observed as there were no photographs or physical samples received for evaluation. A device history records data cannot be reviewed as lot number was not provided. The most probable root cause is failure to follow guidelines for lid fit per instruction for use by customer. As per IFU ¿snap lid on container with hinged lid open. Listen for snaps. Please check that the container has suffered no shipping damage before placing into use.¿ based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. As per complaint there was no patient involvement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/22/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the lids on the sharps containers are not securing.